Event description:
It was reported that the customer experienced a blood glucose (bg) level less than 2.2 mmol/l; cause was not known. Reportedly, the customer received normal third party assistance. Customer consumed carbohydrates and glucose to address bg level. Customer acknowledged pump functioned as intended.